Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was hospitalized for 3 days due to right ventricular (rv) lead dislodgement. During their hospitalization, the rv lead was replaced. No further patient complications have been reported as a result of this event. The patient is part of the (B)(4) study.